Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to damage on ch-tube, the water tightness was lost. The distal end had a dent. The objective lens was slipping down. The adhesive on bending section cover was detached. The bending section cover had a clotting protein stain/insufficient cleaning. The ig protector had discoloration. The ud plate, universal cord, and switches number one (1) and four (4) had a scratch. The control unit was dirty. Due to wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. Due to damage on the objective lens, a foggy image occurred, and the specified resolving power was not obtained. Due to breakage of light guide bundle, illumination was uneven. Due to corrosion, all switches did not work. The control unit and electrical connector had corrosion due to water leakage. The connecting tube had peeling coating. The suction capacity, electrical continuity, distal end insulation, and insertion tube insulation were unable to be inspected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the instrument channel on the bronchovideoscope was leaking. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps channel/instrument channel port was shaved off due to physical stress. This report is to capture the reportable malfunction of the shaved off forceps channel/instrument channel port due to physical stress noted at estimation.

Manufacturer narrative:
Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be caused from an endo therapy accessory or a cleaning brush being inserted or withdrawn, and a metallic part of the endo therapy accessory or the cleaning brush contacted the biopsy channel port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.